Event description:
It was reported, the subject device displayed a very dark image. The issue occurred during procedure and the unspecified procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It confirmed that the device was shipped in conformance with specifications. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device displayed a very dark image. The issue occurred during procedure and the unspecified procedure was completed using the same set of equipment. There were no reports of patient harm.